Event description:
Right - side breast tissue expander removed (B)(6) 2013 as part of a bi-lateral explantation due to reported deflation of the left-side tissue expander. This device was intact and functional at time of explantation. Replaced with similar tissue expander to continue expansion and standard course of treatment.